Event description:
Patient had lips injected with product (not an approved use) to enhance shape. Patient called manufacturer and complained of swelling and soreness following procedure. Patient was told to contact their physician.